Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the incompatible scope error (e315) occurred due to cut on charged coupled device cable and corrosion on endoscope connector led to no display of image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited incompatible scope error (e315) and no image was displayed. There was no patient involvement.